Manufacturer narrative:
The customer reported, "the issue started with the water not flushing thru it however, it would continue to run. Now, the machine is not working at all." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The customer reported, "the issue started with the water not flushing thru it however, it would continue to run. Now, the machine is not working at all."